Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR rec'd user facility report (B)(4) registry which reported that the pt was admitted to the hospital due to repeated alarms. The pt had reportedly also noted darkening urine. No further info was provided.

Manufacturer narrative:
A review of the MFR's device tracking records indicated that the pt had been successfully transplanted after 20 and half month of support. The MFR is attempting to acquire add'l info from the hospital regarding the outcome of the reported event and product disposition. (B)(4). No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Due to the device not being available for evaluation, a root cause for the patient¿s condition and a correlation to the device could not conclusively be determined. However the device¿s approved labeling lists hemolysis as an adverse event that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient remained ongoing until ultimately being transplanted on (B)(6) 2014.